Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory product ID a820 serial# unknown product type software product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver hydromorphone and clonidine. It was also reported that the pump was used to deliver hydromorphone and bupivacaine. Dose and concentration information was not reported. It was reported that the patient was having trouble connecting their pump with their handset. The patient never had any trouble connecting with their old personal therapy manager (ptm), but since they got the new handset in october, they had more trouble trying to give themselves a bolus than they ever did with the previous pump. Per the patient, it seemed like since they changed equipment, they were having to do their bolus 2-3 a day when they would like to do it 4 times. The patient spoke to a manufacturer representative (rep) on (B)(6)2024 about the issue and the rep suggested that the patient call patient services for assistance. Patient services reviewed with the patient that they were doing everything correctly. Patient services had the patient clear data from the handset. Troubleshooting steps taken on the call to patient services resolved the issue and the patient was able to get a bolus right away. Additional information received on (B)(6)2024 indicated that when the patient reset the data on their handset, it was working much better but the patient was still having trouble getting the communicator to "talk" to their pump. Per the patient, they spent 45 minutes on the morning of (B)(6)2024 trying to get their communicators to connect to the pump and "it kept telling me no device found". Per the patient, "it would connect, then it would stop communicating altogether, and then all of a sudden it would find it again and I wouldn't even have moved it between the two times". The patient recorded 2 minutes of it because they weren't sure if that was needed or not. The patient didn't know what to do. They tried holding it in all different positions, holding it away from their skin and holding it right on top of their skin. They "did everything but stick my tongue out" and "I might have even done that once or twice". The issue had continually gotten worse with less communication. The patient only had this the first part of october and sometimes it would connect "no problem". At first, the patient thought "it was just me and I was not using it right". Sometimes it would connect and it was much faster on (B)(6)2024 after they got rid of the data out of the application, but it still would connect quickly once it found the pump. The patient hadn't moved the pump, hadn't taken it out and hadn't turned it off. The patient didn't think they were going to get a bolus on (B)(6)2024. Since the patient got their new equipment, they had been having to do their boluses all the time, "so it was a little stressful". The patient confirmed that they were eventually able to connect on (B)(6)2024 but they "had to sit there and hold it in the same spot and it took about 5 minutes for it to connect". They would get to 25% and then it wouldn't find the pump again, so they would tell the patient to move the device over the pump and they would move it and it would reconnect. The patient stated issues of "no device found" and "no pump response" started on (B)(6)2024 and was different than the telemetry delay at 90% that the patient previously reported. The patient later stated that this issue started (B)(6)2024. It was really hard to get their 4 boluses allotted for the day because they had to do one of them very early or very late in the day because of these issues. The patient was able to successfully connect on the morning on (B)(6) 2024 but "it gave me a little bit of trouble this morning but not much". At the time of the call to patient services, the patient had the myptm ap plication open and read a service code that said, "communication was cancelled, restart application". The patient tapped "restart application" prior to providing the service code to the patient services agent. The patient typically left the myptm application open in between uses. Patient services assisted the patient in restarting the handset and resetting the communicator, resetting bluetooth and location, and restarting the myptm application. The patient confirmed that the equipment had not been wet or dropped. The patient mentioned that they also had a "cord stimulator" and a glucose monitor. The patient confirmed that they were not able to get a hold of anyone from the manufacturer regarding these issues until the date of this report. The patient was getting "no pump response" messages throughout the call to patient services. Patient services reviewed a pump antenna replacement and the patient was eventually able to connect. Patient services agreed to send a communicator replacement and reviewed discussing with the healthcare provider (hcp) if the new communicator did not resolve the issue. The patient talked with their doctor about this issue the previous week, who called the rep. Per the patient, "it would stop at 90% every time and pause for like ever but it never said no pump resp onse or can't find the pump - it would sit at 90% for what seemed like forever so that's why the agent cleared the data". Additional information received from the patient indicated that their handset lagged at 90%. Patient services assisted the patient in clearing data from the handset and the patient was able to connect quickly. The patient stated that it took a long time to connect with the communicator. The patient did not have time to work with healthcare information technology (hcit), but planned to call back. The myptm application software version was 2.0.